Manufacturer narrative:
(B) (4). The set screw was returned for evaluation. Visual and microscopic examination did not indicate any evidence of partial breaking off in the screw head. There was no evidence of cracking at the root of the screw head. It seems the root radius of the screw head is larger than specification which might have caused absence of breakage at the assigned torque. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the set screw would not break off properly during surgery. It was tightened down with the counter torque, as it is usually done, but it would not break off. The set screw was removed. No patient complications were reported.